Event description:
It was reported that a revision surgery was performed due to tibial loosening.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without the requested clinical information, labs, radiographs, fall history or the explant the root cause of the joint instability cannot be determined and based on the information available this would not be a device failure. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.